Manufacturer narrative:
Unit received with blank display due to corroded battery cap contact. Corroded battery tube noted during visual inspection. Unit was tested with a new battery cap and no blank display noted afterwards. Scratched lcd window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. After changing the battery several times, the insulin pump started to operate again. Customer's blood glucose level was 427 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.